Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 2.25 x 12 mm xience v stent was implanted at 10 atmospheres (atm); however, post-deployment, a proximal edge dissection was observed. A new xience v stent was implanted to treat the dissection, and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.